Event description:
A (B)(6) blood center filed a complaint alleging that a donor sample was reported as (B)(6) in pools of 6 with the cobas taqscreen mpx test, lot 156129, but tested (B)(6). As the donor sample was (B)(6), the blood donation was discarded. It was identified that the donor, a female, had two risk factors related to possible previous hiv exposure. The mpx testing was repeated at another site using lot 158587 and again generated mpx (B)(6) results. The sample was then tested individually with the cobas ampliscreen hiv test and generated an (B)(6) result. The sample was tested with abbott hiv test and generated an (B)(6). According to the site, "the sample was sequenced and was determined to be genotype b with a reduced response to anti-viral, meaning the virus has a resistance mutation." This MDR is filed for the cobas taqscreen mpx test, lot 156129. MDR 2243471-2015-00002 is filed for the cobas taqscreen mpx test, lot 158587.

Manufacturer narrative:
Date of report (B)(6) 2015. Date received by manufacturer 02/03/2015. Follow up report 1. Additional information / device evaluation - device evaluated by manufacturer yes. Result code - device performed according to specification. Conclusion code - no failure detected and product within specifications. A (B)(6) blood center alleged that a donor sample was falsely reported as (B)(6) non-reactive in pools of (B)(4) with the cobas taqscreen mpx test but was (B)(6). The donor unit was discarded and not released. Review of all data provided indicates this sample to not be a "window period" infection that might affect the limit of detection of the cobas taqscreen mpx assay, since results of nat testing showed the titer to be approximately (B)(4) copies/ml. The sample was obtained and sequence analysis was performed. The analysis found several mismatches to the ltr region of the cobas taqscreen mpx assay that would be expected to affect assay performance. These mismatches are likely the cause of the non-reactive results generated by the cobas taqscreen mpx test, as the test contains oligonucleotides for detection of the ltr region of (B)(6). As stated in the procedural limitations section of the cobas taqscreen mpx test instructions for use: though rare, mutations within the highly conserved regions of the viral genomes covered by the cobas taqscreen mpx test primers and/or probes may result in failure to detect a virus. The cobas taqscreen mpx test is performing as intended and no product non-conformance was identified. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. The UDI for the cobas taqscreen mpx test, ce-ivd is (B)(4). The corresponding us kit m/n is (B)(4).